Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a fan error message on startup. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: d5.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the issue. The compressor fan is not running, the fse changed the compressor fan and it ran without error. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a fan error message on startup. There was no patient involvement, and no adverse event reported.